Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a 31mm watchman flx pro laa closure device & delivery system was used. After deployment of the wds, a thrombus was noticed on what appeared to be the core wire and sheath. Activated clotting time (act) was greater than 250 seconds. The device was confirmed to have met position, anchor, size and seal (pass) criteria and was released. The physician aspirated heavily during the removal of the delivery system from the sheath and also aspirated heavily when removing sheath from left atrium (la) to right atrium (ra). Post aspiration, there was no thrombus noted on the sheath. There were no patient complications, and the patient was discharged.